Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected the line to the final solution bag resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the end of the final line during peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the event. During troubleshooting, it was reported that the patient had disconnected the final line to work a kink out of the line. The technical services representative assisted the patient to end the therapy and reviewed proper procedures with the patient. The patient would start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.